Event description:
It was reported that during patient use, a ventilator became inoperative. The patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
Covidien reference: (B)(4). The safety valve was returned for investigation. It was installed into a test ventilator for analysis and passed all tests and calibrations. The unit was set into ventilation mode for a minimum of 24 hours and no failures, alarms, or error codes occurred. It was also tested on the ventilator¿s safety valve test system without issues. The customer reported malfunction was not verified, as the unit was found to function as intended.

Manufacturer narrative:
Covidien reference: (B)(4). The field service engineer (fse) evaluated the ventilator and verified the customer reported malfunction. The fse replaced the safety valve to resolve the issue. The unit passed all tests, and it was operating within the manufacturing specifications.